Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The repair technician states that the arm broke at the point where it connects to the chair on the right side. He also alleges that the arm is cracked. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.